Manufacturer narrative:
On october 19, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2021, mentor received additional information indicating that the suspect medical devices were implanted for breast augmentation revision. In addition, during the explantation surgery on (B)(6)2021, the implants were replaced with silicone breast implants and that the patient has fully recovered. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 1, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant was found to be ruptured and received in two parts. In addition, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 2, 2021, mentor received additional information indicating that the patient's implants were replaced with the following: (left) 295cc mentor memorygel breast implant catalog: smpx295 lot: 9611634 sn: (B)(6) and (right) 295cc mentor memorygel breast implant catalog: smpx295 lot: 9500221 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast prosthesis implantation surgery with two 275cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via physical examination and MRI. As a result, the patient has been scheduled for bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis.